Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a cannulated 4.0mm hexagonal screwdriver broke during a closed reduction of a left hip on (B)(6) 2016. While the surgeon was tightening the screw the tip broke off of the screwdriver. The surgeon was able to retrieve the broken tip easily without any additional intervention. No fragments were left behind as confirmed via x-ray. Another device was available for use and the procedure was completed successfully. There was no reported delay and no harm to the patient. Concomitant devices reported: 6.5 mm cannulated screw (part# 208.445, lot# unknown) quantity 1. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the distal hex tip on the returned screwdriver has sheared off. The sheared off fragment was not returned. The fracture is oblique and only a small portion of two (2) hex walls remain intact. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The screwdriver drawing and shaft component drawing were reviewed with no issues or discrepancies noted. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. The manufacturer is unable to determine a definitive root cause; however, the complaint condition was most likely caused by excessive off axis torque being applied to this 17 year old cannulated screwdriver. It is not likely that the design of the device contributed to this complaint. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.